Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra)lead was attempted to be place multiple times with no success. The patient was then brought in for a second procedure and again unable to place the lead successfully. The lead was then explanted. No additional adverse patient effects were reported.